Event description:
Pt's family member disconnected entire bd qsyte cap instead of just the tubing. They were shown the connection set and which one to remove but, because they are both clear, they accidently removed cap too. Blood backed up and line occluded. Needed to have another catheter placed.